Manufacturer narrative:
(B)(4). Investigation summary, examination of the returned device confirmed the reported event. Root cause and corrective action are documented in the CAPA system. The investigation during CAPA 003835 found that the root cause is attributed to inadequate design. The manufacturing process introduces defects into the part during production that is exploited by high loads during use. This weakness leads to low cycle fatigue cracking that weakens the part and leads to catastrophic failure. The geometry contains a natural stress raiser at the connection feature that concentrates stresses in this region where the defect is present. The combination of these factors have contributed to the failure of the three impactors (rp, fb & fem). Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the impactor could not be sterilized due to cracking.